Manufacturer narrative:
Qn# (B)(4). A sample will not be returned for evaluation.

Event description:
It was reported that during placement of a 4-lumen central venous catheter, the brown hub of the extension line separated when advancing the guide wire into the distal lumen. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.